Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Grommet damage was noted, and the setscrew was in the connector bore.

Event description:
It was reported that during the implant procedure, the lead would not pace while connected to the device. The device was not implanted. No patient complications have been reported as a result of this event.